Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was causing more problems. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) per customer via email on (B)(6) 2026, it was reported that this apparently has been garbled by customer service. Customer asked to return a $200 unopened box of the filters for females. Their (B)(6) mothers had been using them but because of problems with her loose bowels, they stopped using of the purewick for now. The loose stool follows the path of the filter & mother has pooped all the way up the labia & out the sides of her diaper. They have her on a prophylactic antibiotic to help. Mother has had one urinary tract infection they attributed to this. Eventually, they will probably use the purewick again, but not now. And if this is not handled right, never again. They tried to stop the box from being shipped. There was not money in their checking account the day you tried to resend the last box. They thought that would be the end of it since they stopped the auto- ship. But no. Bd kept trying to draft the money from my account causing other problems. They are living paycheck to paycheck folks. They went to ups & the only way they decided to ship them back was by saying they refused them because they were not sure what address to send the returned box. Ups explained that returns often are shipped to a separate warehouse than where they are shipped from & they would not get the money back, which they need. In their defense, they spent over two hours on two different days trying to get someone at purewick to send me a return label so I could get it right. First call, someone from sales answered. Customer was told not just to send it back because there may be a way you guys wanted it returned. Eventually they told customer a message was sent to customer service & they would return the call. Never did. Next day customer waited on the phone with customer service for over an hour. Customer was told that they just needed to go to ups & there was nothing special to know, just ship it back. Which was a cheap (profanity) way to say, you pay for the return. These two hours were also in addition to trying the chat option on at least two occasions and no one ever came on the line. Just their opinion but for $200 a box on these filters, bd could afford someone to man the phones & chat boxes. Anyway, so ups tells them let's try to put refused on the box. Maybe you would do something with it, or you would send it back to me and they could try another way. Still waiting on the money to be put back in their account. They shipped the unopened filters back to you a week ago. Between, they did ask the customer service person if they could ship the filters back since they had been delivered as long as they are unopened. Personally, they would prefer the money back in my account.